Manufacturer narrative:
It was reported by customer that the leaking tubing. One sample was received for quality evaluation. Visual inspection of the sample shows that the customer provided the sample with medical tap covering the upper pumping segment. The tape was removed and the infusion set was primed. A leak was identified immediately during priming. The customer complaint of leakage was confirmed. The investigation was forwarded to the manufacturing location for further evaluation. After investigation, the potential root cause of separation between tubing and upper fitment could be related to an incorrect solvent application due to failure in the solvent dispenser. As a corrective action the solvent dispenser bushings were replaced to optimize the application of the solvent in the tubing to avoid leaks and separations. A trend review was performed to the affected model 2426-0007 related to leak between tubing/upper fitment using a 1-year period. No quality notifications were found. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No further information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the leaking tubing.